Event description:
The customer reported that the images were so blurry, they were unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.